Manufacturer narrative:
Corrected information was provided in d4. Upon review, the primary UDI number has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information has been provided in UDI (d4) was inadvertently omitted in error; the complete UDI has now been provided.

Event description:
A 62 year old male was treated for acute myocardial infarction with cardiogenic shock. An impella cp was placed and shortly after, urine color was suggestive of hemolysis but shown to be macrohematuria due to a traumatic foley insertion, which was a preexisting condition. The patient remained inotrope and vasopressor dependant and was subsequently escalated to an impella 5.5. On 5.5, hematuria again occurred and required a blood transfusion. A search for other bleeding sources did not uncover other sources of blood loss. After an off-label prolonged 28 days of support on the impella 5.5, the patient was successfully bridged to an left ventricular assist device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.